Event description:
A patient had a codman flex-tip intraspinal catheter since 2003. The catheter was leaking. The patient came to outpatient surgery for replacement. The catheter was examined. The temporary codman connector was placed on the catheter and was injected with normal saline. There was a lot of resistance to the catheter. Under a lot of pressure, fluid did appear at the distal end. There were no apparent leaks. Part of the catheter was destroyed as it was removed, and so there is a possibility that there was a leak at the more proximal end, which could not be examined at the end of the case. It is also possible that while removing the metal connector during the procedure, there was quite a lot of finger blunt dissection, and this could have dislodged the catheter from the metal connector while it was being removed. If this is the situation, the catheter might have still been in the connector before the surgery started, but in fact was dislodged during removal of the connector. You can not conclude that the catheter was out of the connector, although this still does remain a possibility.